Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, implanted: unknown, explanted: unknown, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device was defective. The patient had been "fighting" to get the device out of their brain since 2015.